Event description:
Olympus was informed that at the end of a diagnostic bronchoscopy, the balloon at the tip of the catheter was noted as missing and could not be located. The user facility alleged that the balloon fell inside the patient's mouth and the patient swallowed it. The patient is doing fine.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.